Manufacturer narrative:
Concomitant products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: extension. Product ID: 3387s-40, lot# v407602, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: extension. Product ID: 3387s-40, lot# v407602, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinsonian tremor and essential tremor. It was reported that the patient is having the deep brain stimulation (dbs) system removed on (B)(6) 2016 due to the occurrence of multiple strokes that resulted in an onset encephalopathy. The patient has stopped eating, "appear[ed] to be wasting", and there was a "failure to thrive". It was confirmed that all of the components of the system were removed completely. It is unknown when the issue began occurring. This report contained conflicting information relating to the device identifiers / serial numbers.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.